Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a fiber optic sensor failure. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Corrected fields: h6(medical device- problem code). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit fiber optic sensor failure. A getinge field service engineer (fse) found fiber optic connector to be faulty causing fiber optic sensor malfunction. Replaced fiber optic connector. All tests now pass and are within manufacturer's specifications. There was no patient harm. Unit is cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the fiber optic sensor extension with broken parts (in pieces). The final investigation has been completed by failure analysis and testing department. Retaining the fiber optic sensor extension in the failure analysis and testing department per procedure.